Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). Unique identifier (UDI) #(B)(4). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek in range meter serial number (B)(4) when compared to a laboratory result using an unknown method. In the morning, the meter result was 2.9 inr and within 4 hours at noon the laboratory result was 2.1 inr. The patient's therapeutic range is 2.0-3.0 inr and tests weekly.

Manufacturer narrative:
One vial of different test strips (lot 480201-12) was returned for investigation. The returned test strips were measured on reference meters with a high level control sample: specified target range 2.7 - 3.3 inr measurement 1: 3.0 inr. Measurement 2: 2.9 inr. Measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification.